Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x28mm drug eluting stent, however the stent would not cross the lesion and a strut broke and the stent was bent. The procedure was completed with a different device. No patient complications occurred.